Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the device became fractured at the hydrophilic coating part of the shaft while inside the guiding catheter. During manipulation of the device, torque could not be applied. When the device was removed from the patient, the device was noted to be fractured. A balloon catheter was inflated in the guiding catheter to trap the fractured part and remove it along with the guiding catheter. The procedure was completed without using another device with no adverse patient consequences.